Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-80-7.0-40-ptx device of lot number c1314706 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Details and images of the complaint device were provided to the manufacturing department for evaluation. The manufacturing steps for this product involves the foil pouch being received from the supplier with one end of the pouch pre-sealed. The tyvek pouch is sealed, and the tyvek pouch is placed in the open end of the foil pouch, and the foil pouch is then sealed at the open end. The manufacturing department confirmed that the customer opened the packaging below the tear notches, at the supplier sealed end of the foil pouch. From the review, it is possible that the customer did not manipulate the inner packaging, to move it away from the tear notches. It may be noted that the packaging is designed to allow for approximately 15cm of extra space in which the inner packaging can move inside the foil pouch, and that the packaging instructions specifically state that the inner tyvek is not to be place near the foil pouch seal. There is no evidence to suggest that this incident did not occur. Therefore, the customer testimony is confirmed based on customer testimony. Possible causes for this occurrence could include the handling of the device packaging, with the customer not moving the inner packaging away from the tear notches. However, as the complaint device was not returned for evaluation and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. From the product instructions for use: "do not use the product if there is doubt as to whether the product is sterile." Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1314706. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The incident occurred during device preparation and before patient contact. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This complaint is about the zilver ptx packaging rather than the product itself. The outer opaque "foil" packaging is folded with the inner clear packaging concealed inside. The opaque foil is folded in a way that when it is opened the scrub nurse risks desterilizing the product because it easy to rip the inner packaging along with the "outer" packaging. It is very difficult to shake the inner product until it is far enough down to leave space to tear along the foil when it is suggested. On this particular occasion the inner protective "packaging" was torn along with the "outer" light sensitive packaging almost desterilising the product inside.